Manufacturer narrative:
The file was originally assessed as reportable, but after further review it has been determined that the file is not reportable. Please disregard report 3012307300-2024-15009-00.

Event description:
It was reported that there were great difficulties in inserting the eda catheter even though the needle was correctly positioned in the back. There was patient involvement and no human harm. No further information available to be provided.

Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.